Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead had high thresholds.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq ICD, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post replacement of the implantable cardioverter defibrillator (ICD). In addition, it was noted that prior to the dislodgement, the lead thresholds had been rising. The lead was explanted and replaced. No patient complications have been reported as a result of this event.